Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument would not close all the way. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident involving the clip applier occurred during the second clip application, while the surgeon was trying to clamp on a vessel or tissue bundle. There was no information provided indicating that the surgeon experienced any issues with instrument motion, such as unresponsive jaws or unexpected movement. When the issue arose, the surgical team resolved it by discontinuing use of the affected clip applier and switching to a backup instrument. The device in question has since been shipped back to isi for further evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was found to have severely bent tips. Upon trying to load clip on grip tips, the clip could not be loaded properly due to the severe bent tip. Additionally, the instrument was found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The complaint regarding jaw will not open all the way was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.